Event description:
Patient presented to physician with staph infection. Physician prescribed antibiotics after which the infection persisted. The physician then surgically removed the entire inspire system, resolving the infection.